Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the pen needles are clogged. Verbatim: from phone call on 2021-03-16, 17:08:57: called consumer for additional information. Box and samples were discarded, consumer does not have the lot #, said she is using nano 2nd gen. (B)(4). Email: the consumer discarded the box and does not know the exact mat# and lot#. The pen needle appears to be clogged on several pen needles from this box. Consumer is running low and does not have enough for the entire month, she can not fill her prescription until the end of the month. She has reached out to us and her pharmacist for guidance. Lot #: unknown. Catalog #: unknown. Date of event: unknown. Samples: availability unknown."